Manufacturer narrative:
G4: 16apr2020 b4: (B)(6)2020. Per field service engineer (fse) the customer contacted a third party bio medical to repair the unit. The repair details was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17may2020. B4: 19may2020. The field service engineer (fse) states that the touchscreen is physically damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07feb2020.

Event description:
The customer reported that the touchscreen is faulty. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient.